Manufacturer narrative:
Previously reported capped date mentioned was incorrect. This report notes the correct capped date of (B)(6) 2018.

Event description:
The lead was capped and replaced on (B)(6) 2018.

Event description:
New information received on 02/07/2018 notes that the lead was capped and replaced on (B)(6) 2018. Additionally, the previously noted lead issues were suspected to have been caused due to physical injury to the patient's chest while playing tennis. The patient was stable before, during and after the procedure.

Event description:
It was reported that the patient presented over merlin.net transmission with decreasing right ventricular (rv) sensing. There was varying impedance noted as well. Further information could not be obtained.